Manufacturer narrative:
Age at time of event: (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was pre-dilating an over 75% stenosed lesion located in the mildly tortuous and non-calcified, 3.0mm in diameter, left anterior descending artery (lad). Vascular access was obtained through the femoral artery. The physician experienced mild resistance while advancing this 2.75x15mm maverick 2 balloon catheter to the lesion. Once across, the balloon ruptured on the first inflation at 6atms. The device was removed from the patient intact. The procedure was completed with a different device. There were no reported patient complications. The patient status is listed as "good".